Event description:
A tandem mobi cartridge alarm was reported by the caller during the load process. Blood glucose levels were not adversely affected, remaining below 500 mg/dl. The caller successfully completed a 9-unit bolus after being instructed to remove the cartridge from the pump, although they were unable to reload the original cartridge. With guidance, they managed to load a new cartridge correctly and resumed insulin therapy. The issue was resolved, and the caller requested replacement infusion sets for those that were wasted.